Event description:
Pentax medical became aware of a potential adverse event reported on (B)(6) 2022 involving pentax medical video gastroscope model eg-3870utk, serial number (B)(4). The customer reported a perforation in the right lateral duodenal wall occurred during insertion of endoscope into the duodenal bulb, followed by loop reduction (withdrawal of scope) which led to scope tip going forward through the duodenal wall. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting health effect clinical code: (B)(4). Health effect impact code: (B)(4). Medical device problem code: (B)(4). Component code: (B)(4). The investigation is inprocess. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Refer to h10.

Manufacturer narrative:
Correction information: f10: international medical device regulators forum (imdrf) adverse event reporting component code: 525 tube changed to 4755 part/component/sub-assembly term not applicable. Evaluation summary: in response to pentax medical good faith effort, the patient's recovery status was provided.. The patient recovered uneventfully. But the patient spent a week in the hospital and required open surgical laparotomy for repair. In this case, it is speculated that there was no malfunction of the device, and that the doctor performed the endoscopy with the same intent as other models with different specifications (the subject is unknown), and unintentionally perforated the patient. It has been about 20 years since the model was released, and since no changes have been made to the bending performance specifications during that time, it is considered to be an event unique to the facility. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
Correction information : f7: follow up #01. F10 coding changed based on the investigation result international medical device regulators forum (imdrf) adverse event reporting health effect impact code: 4607 hospitalization or prolonged hospitalization, 4625 additional surgery, 4614 serious injury/illness/impairment. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.